Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited diagnostic anomaly in which device misinterpreted ventricular tachycardia episodes as supraventricular tachycardia. It was also noted that device failed to convert rhythm by delivering therapy during ventricular tachycardia(vt) and it increased into ventricular fibrillation(vf). Device delivered anti-tachycardia pacing during vf and successfully converted the rhythm to normal. Programming changes were made. There were no patient consequences.